Event description:
Reportedly, noise led to sustained arrhythmias recording in device memory (no inappropriate therapy). The physician decided to remove the lead. Preliminary analysis identified evidences of noise sensing, however, the noise pattern could not be analysed from episodes (recording channel for the ventricle was set to rv coil to can). The lead was removed on (B)(6) 2014.

Event description:
Reportedly, noise led to sustained arrhythmias recording in device memory (no inappropriate therapy). The physician decided to remove the lead. Preliminary analysis identified evidences of noise sensing, however, the noise pattern could not be analysed from episodes (recording channel for the ventricle was set to rv coil to can). The lead was removed on (B)(6) 2014.

Event description:
Reportedly, noise led to sustained arrhythmias recording in device memory (no inappropriate therapy). The physician decided to remove the lead. Preliminary analysis identified evidences of noise sensing, however, the noise pattern could not be analysed from episodes (recording channel for the ventricle was set to rv coil to can). The lead was removed on (B)(6) 2014.